Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from literature, a study reported the outcomes of intra- and extra-peritoneal robotic-assisted radical prostatectomy and robotic-assisted radical cystectomy surgeries with the hugo ras platform in order to assess the feasibility of these surgeries on the platform. From february 2022 to january 2023, 20 patients underwent radical prostatectomies and one radical cystectomy. Postoperatively, one patient had a mild pelvic hematoma.